Event description:
The patient underwent an operation pursuant to a gunshot wound to her left hip that included fracture reduction, intramedullary nailing and screw placement. Patient returned to the hospital with complaints of pain. X-rays showed that the titanium metal screws had broken in two. Then, the patient underwent a second surgery to remove the broken screws and replace them with new hardware. The manufacturer was notified and they sent a voluntarily report of the event to the FDA.======================manufacturer response for screw, orthopedic, versanail femoral nail with two proximal screws ======================the manufacturer's representative was present during the explantation of the broken screws. The representative voluntarily reported the adverse medical device incident to the FDA.